Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 8 devices were received for evaluation; the event was confirmed during testing. Evaluation found foot of the devices was bent. The devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes "8" malfunction event, in which the foot of the device was bent which can damage the dura. There was no patient involvement; no patient impact.